Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she having problem with the plunger on the reservoir. Customer stated it would not push and had small air bubble into the insulin vial. Assisted the customer and it worked fine. Customer's blood glucose was 150 mg/dl. No further information provided.